Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.

Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose monitor. Customer reported receiving readings of 239 mg/dl and 38 mg/dl within 10 minutes. All tests were peformed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.